Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device"), pelvic pain ("persistent pelvic pain/pain") and seizure ("seizures") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". The patient's concurrent conditions included seizures. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2012, 4 years after insertion of essure, the patient experienced nausea ("nausea"), dizziness ("dizziness") and weight fluctuation ("weight fluctation"). In 2012, the patient experienced pelvic pain (seriousness criterion medically significant), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy") and fatigue ("fatigue,"). In 2013, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), seizure (seriousness criterion medically significant), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), visual impairment ("vision/eye problems type: see spots/flutters,"), weight decreased ("weight loss") and alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), rash ("rashes or skin conditions"), weight increased ("weight gain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, seizure, menstrual disorder, dyspareunia, menorrhagia, vaginal haemorrhage, fungal infection, female sexual dysfunction, rash, headache, migraine, allergy to metals, dysmenorrhoea, fatigue, visual impairment, weight decreased, alopecia, weight increased, depression, anxiety, nausea, dizziness and weight fluctuation outcome was unknown and the pelvic pain had not resolved. The reporter considered allergy to metals, alopecia, anxiety, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, seizure, vaginal haemorrhage, visual impairment, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancies in date of insertion. Mar 2008. Current weight: 219 lbs. Diagnostic results: 18feb2012, CT abdomen and pelvis without contrast: no CT evidence foe the obstructive uropathy. Generous amount of the fetal waste through out the colon. Postsurgical changes in the adnexa. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device"), pelvic pain ("persistent pelvic pain/pain") and seizure ("seizures") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". The patient's concurrent conditions included seizures and type 2 diabetes mellitus. Concomitant products included metformin hydrochloride (metformine), ondansetron (zofran), paracetamol (acetaminophen), phenytoin (dilantin) and vicodin (norco). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2012, 4 years after insertion of essure, the patient experienced pelvic pain (seriousness criterion medically significant), nausea ("nausea"), dizziness ("dizziness"), weight fluctuation ("weight fluctation") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), allergy to metals ("nickel allergy") and fatigue ("fatigue,"). In 2013, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), seizure (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), visual impairment ("vision/eye problems type: see spots/flutters,"), weight decreased ("weight loss") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), rash ("rashes or skin conditions"), weight increased ("weight gain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, seizure, menstrual disorder, dyspareunia, menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, female sexual dysfunction, rash, headache, migraine, allergy to metals, dysmenorrhoea, fatigue, visual impairment, weight decreased, alopecia, weight increased, depression, anxiety, nausea, dizziness, weight fluctuation, vaginal infection and vaginal discharge outcome was unknown and the pelvic pain had not resolved. The reporter considered allergy to metals, alopecia, anxiety, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, seizure, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancies in date of insertion. (B)(6) 2008. Current weight: 219 lbs. Diagnostic results: (B)(6) 2012, CT abdomen and pelvis without contrast: no CT evidence foe the obstructive uropathy. Generous amount of the fetal waste through out the colon. Postsurgical changes in the adnexa. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: plaintiff fact sheet received- new event infection (bladder/ urinary tract/vaginal) type: vaginal, vaginal discharge were added. Concomitant condition and medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device"), pelvic pain ("persistent pelvic pain/pain") and seizure ("seizures") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". The patient's concurrent conditions included seizures. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In 2012, the patient experienced pelvic pain (seriousness criterion medically significant), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy") and fatigue ("fatigue,"). In 2013, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), seizure (seriousness criterion medically significant), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), visual impairment ("vision/eye problems type: see spots/flutters,"), weight decreased ("weight loss") and alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), rash ("rashes or skin conditions") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, seizure, menstrual disorder, dyspareunia, menorrhagia, vaginal haemorrhage, fungal infection, female sexual dysfunction, rash, headache, migraine, allergy to metals, dysmenorrhoea, fatigue, visual impairment, weight decreased, alopecia and weight increased outcome was unknown and the pelvic pain had not resolved. The reporter considered allergy to metals, alopecia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, seizure, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: discrepancies in date of insertion. (B)(6) 2008. Current weight: (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: yeast infection, apareunia(inability to have sexual intercourse), rashes or skin conditions, migraines / headaches, migration of essure device, seizures, nickel allergy, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision/eye problems type: see spots/flutters, fatigue, weight gain and hair loss. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device"), pelvic pain ("persistent pelvic pain/pain") and seizure ("seizures") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". The patient's concurrent conditions included seizures. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2012, 4 years after insertion of essure, the patient experienced nausea ("nausea"), dizziness ("dizziness") and weight fluctuation ("weight fluctuation"). In 2012, the patient experienced pelvic pain (seriousness criterion medically significant), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy") and fatigue ("fatigue,"). In 2013, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), seizure (seriousness criterion medically significant), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), visual impairment ("vision/eye problems type: see spots/flutters,"), weight decreased ("weight loss") and alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), rash ("rashes or skin conditions"), weight increased ("weight gain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, seizure, menstrual disorder, dyspareunia, menorrhagia, vaginal haemorrhage, fungal infection, female sexual dysfunction, rash, headache, migraine, allergy to metals, dysmenorrhoea, fatigue, visual impairment, weight decreased, alopecia, weight increased, depression, anxiety, nausea, dizziness and weight fluctuation outcome was unknown and the pelvic pain had not resolved. The reporter considered allergy to metals, alopecia, anxiety, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, seizure, vaginal haemorrhage, visual impairment, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancies in date of insertion. (B)(6) 2008. Current weight: 219 lbs. Diagnostic results: (B)(6) 2012, CT abdomen and pelvis without contrast: no CT evidence foe the obstructive uropathy. Generous amount of the fetal waste through out the colon. Postsurgical changes in the adnexa. Most recent follow-up information incorporated above includes: on 27-jul-2018: plaintiff fact sheet received. Events depression, anxiety, weight fluctuation, dizziness & nausea were added. Product,,patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.